Event description:
A surgeon reports that a pt developed increased intraocular pressure (iop) following cataract surgery where a viscoelastic was used. On the first postop, the pt's iop was 30 mmhg. The pt was treated with intraocular drops. The second postop day, the pt's iop was 50 mmhg. The pt was treated with intravenous and oral medication as well as intraocular drops. The pt's iop returned to normal with treatment. The pt's iop was 11 mmhg on the third day postop and remains normal.